Event description:
It was reported that "about 6 months to a year" after the implanted neurostimulator was implanted, the patient's managing healthcare provider told the patient that the leads were not in the right place; her leads are not in the center, they're off by 1.5 millimeters and 2 millimeters. The caller indicated that the lead placement was possibly a problem because adjustments are more difficult and can't really be obtained optimally. The caller stated that the patient's healthcare provider had to admit the leads were not where they were supposed to be - they were off by a little bit. The caller indicated that the patient's provider had difficulty adjusting the implanted neurostimulator every time the patient had an appointment with them.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostim ulator. Product ID 3387s-40, lot# va1pr7x , product type: lead. Product ID 3387s-40, lot# va1njhn, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-nov-2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.